Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to clinic after receiving a vibratory alert. Upon interrogation, the device was found to be in backup vvi mode. A software download was successfully performed. Device was reprogrammed to previously programmed settings. Patient is doing well and will continue to be monitored.